Manufacturer narrative:
The ventilator was investigated on site and the o2-sensor was replaced and discarded by the customer. The review of the returned device logs confirms the reported issue with high o2 concentration issues. We could trace back the reported problem to october 11, therefore the date of event was determined as 10/11/2020. If an o2-sensor is measuring a high oxygen concentration value during ventilation, the patient will not be affected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref #: (B)(4)

Event description:
It was reported that during patient treatment, there were issues with the o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).